Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the patient reference frame and passive planar probe could not be recognized by the camera of the navigation system. It was noted that the navigus pointer could be tracked and the navigation window displayed all 4 spheres were in view of the camera. Non sterile instruments were noted to be visible to the navigation system camera as well. The spheres on the reference frame and planar probe were replaced with resolution as the camera could view the instruments. It was noted that the first spheres were dirtied or wet when manipulated by the nurse in the operating room (or). There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.